Event description:
Analysis determined: investigation found a 0.5mm tube opening 7mm directly below the bottom of the molded manifold due to improper molding technique. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that molding, manufacturing and qa personnel will be notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.